Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the probe was not cutting and it was pulling the vitreous during a procedure. The procedure was completed by replacing the product with another. There was no harm to the patient. The product sample is available. No additional information is expected. This is one of two reports from the surgeon.

Manufacturer narrative:
Additional information provided. One opened probe was returned with a tip protector in a tray along with other items for the report of the probe did not cut or aspirate. A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and found non-conforming. The needle is bent approximately 20 degrees and the cutter is stuck in port. Functional testing could not be performed due to the cutter being stuck in the port. The probe was disassembled and the components inspected. There is nominal wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The extension pulled out of coupling. There was slight presence of adhesive on extension when held under ultra-violet lighting. The inner cutter is slightly bent. Gouge marks were observed at the bend area and several locations along the inner cutter. The complaint evaluation does confirm the probe had a cut issue. The root cause for the cut issue is due to the separation of components within the probe. It appears that during use in surgery the adhesive bond failed, causing the extension to detach from the coupling. How and when the probe needle became bent cannot be determined from this evaluation. An investigation has been completed and actions have been implemented to reduce the frequency of detachments of the extension from the coupling. The procedure was also reviewed and found to provide adequate instructions to operators for the bonding process of the extension to coupling. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. All probes are also 100% visually inspected during manufacturing for bent needles. Any non-conformances found are removed from the lot and scrapped. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).